Manufacturer narrative:
Date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that approximately 6 years post implant, migration of the left main body limb occurred, where the device has come away from the common iliac artery and a type ib endoleak is present. Per the physician the cause of the event is anatomy related where the diameter of the left common iliac artery has grown. No additional clinical sequelae were reported and the patient will be monitored.